Event description:
The account generated an axsym bhcg result of 816.50 miu/ml on a patient in her first trimester of pregnancy. The sample was retested on the axsym analyzer yielding results of 196, 865 and > 200,000 miu/ml. The customer tested the sample 1:3 diluted on axsym which generated a result of 80,000 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is complete.